Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus delivered was inaccurate. Tandem technical support reviewed pump settings and found that the bolus delivered was accurate based on the pump settings. Customer reported that they had the incorrect settings but acknowledged that the bolus amount was accurate. Reportedly, because the settings had been inaccurate, the amount delivered was too much for the customer and decreased blood glucose (bg) to 97 mg/dl. Tandem technical support followed up with customer who reported bg increased to 167 mg/dl.